Manufacturer narrative:
The device history record and sterilization batch release record were reviewed and indicated that the component involved met specification. The fractured component was returned for further evaluation, which is pending. Should additional information be obtained the report will be supplemented.

Event description:
Patient underwent a revision surgery due to their femoral stem fracturing.